Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm during priming. The care giver (cg) stated she changed out the cassette. The tsr explained that the setup was now compromised. The tsr explained to the cg not to disconnect and reconnect bags. The cg understood. The technical service representative (tsr) assisted the home patient (hp) and the caregiver (cg) to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.